Event description:
Loud noise audible from gantry and two notices appeared that gantry was not able to comply, appeared on the control screen. Several attempts made to restart gantry but no response. Phillips engineers notified.